Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed right ventricular lead noise. Shocks had been aborted due to lead noise. Alerts were also noted for low impedance. Tachycardia therapies were turned off on the device. On (B)(6) 2020, the patient's right ventricular lead was capped and replaced. The patient was stable post procedure.